Event description:
Customer stated "husband was chair leaning against pad and wife smelled something, smelled like wires and she check pad saw brown mark on pad like it was burning through" product was returned for investigation. An investigation was done into the customers complaint, and it appeared as though the customer had been folding or laying on the pad while it was in use, causing the heater wire to touch and thus creating a hotspot. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds" based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Customer did not claim any injury.